Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a health care provider. It was reported that the patient¿s weight at the time of the fall (B)(6) 2018 was unknown. The patient was not seen by the health care provider around the time of the fall. There were no circumstances that the patient experienced around mid-august that could have contributed to/caused the intermittent stimulation issues. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6), 2018, the patient fell and experienced shocking. Then, around (B)(6), 2018, the patient started noticing their stimulation coming on and off at times. The rep met with the patient on (B)(6), 2018 and checked impedances with 0 as the reference. Electrodes 6, 8 and 11 had impedances over 10,000 ohms. It was noted that electrode 11 was being used in programming but 6 and 8 were not. The rep performed reprogramming that avoided the use of electrode 11, which provided effective stimulation and that resolved the reported issues. No further complications were reported or anticipated. [Omitted information pertaining to the pp not connecting to ins / not working - see (B)(4) ] [omitted information pertaining to the other pts with pp issues - see (B)(4) ]

Manufacturer narrative:
Product analysis #254113968: analysis information -- 2020-08-05 15:09:52 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d11: product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: device analysis begun but not yet complete, a supplemental report will be sent when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on june 1, 2020. It was reported that the patient met with the rep on june 1, 2020, and the ins was empty and the rep was unable to connect to the ins. The patient informed the rep that the electrodes had been out on both leads since about 2 years prior after a big fall the patient had. The physician decided to replace the ins and both leads, so a replacement surgery took place on (B)(6) . The explanted devices will be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.